Manufacturer narrative:
Remove a070504; add a150105.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Event description:
Customer reported that battery life was diminishing by 35-50% each day and screen responsiveness was degrading, requiring multiple presses for buttons to work. Additionally, unexplained alerts like repeated occlusion alerts occurred even after replacing the infusion set. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the cts task team was unable to calculate battery depletion percentage due to missing logs. Consequently, the case was closed.